Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that when going into ablation, they had to do a lot more shaving then usual to get down to the tags. The caller stated it almost seemed like push out. They were able to get a full fam shell when mapping with the pentaray catheter. The caller stated he doesn't know if it is a template issue or a metal value issue as it almost seemed like a map shift by the way the fam was acting. The caller stated the ablator was going way deeper than the catheter. They were still able to get valid force like it was touching tissue. The caller stated they had to shave a lot more then usual, down to the visitags. It was almost like there was a shift towards posterior but there nothing that would've caused the shift. There were no obvious errors or error codes and the issue only occurred when using a pentaray catheter. The caller stated there was no attempt at troubleshooting. The customer¿s initial reported map shift was not considered to be MDR reportable since this is normal or expected response from the system if there is a patient movement with change of posture, possible patient movement or following a cardioversion even if no error message present. On 14-oct-2024, additional information was received indicating the problem occurred during mapping but was unnoticeable until ablation due to the nature of the issue itself. They had to shave at least 3-5mm along the entire posterior wall and there was no cardioversion or patient movement. Based on the additional information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that when going into ablation, they had to do a lot more shaving then usual to get down to the tags. The caller stated it almost seemed like push out. They were able to get a full fam shell when mapping with the pentaray catheter. The caller stated he doesn't know if it is a template issue or a metal value issue as it almost seemed like a map shift by the way the fam was acting. The caller stated the ablator was going way deeper then the catheter. They were still able to get valid force like it was touching tissue. The caller stated they had to shave a lot more then usual, down to the visitags. It was almost like there was a shift towards posterior but there nothing that would've caused the shift. There were no obvious errors or error codes and the issue only occurred when using a pentaray catheter. The caller stated there was no attempt at troubleshooting. On 14-oct-2024, additional information was received indicating the problem occurred during mapping but was unnoticeable until ablation due to the nature of the issue itself. They had to shave at least 3-5mm along the entire posterior wall and there was no cardioversion or patient movement. Based on the additional information received, the event was reassessed as an MDR reportable malfunction. Device evaluation details: an investigation was initiated by the manufacturer to examine the issue. Data from the hospital was requested, received and reviewed. According to the data, it was found that although it was stated by the bwi representative that there was no cardioversion performed, the reported map shift was a result of cardioversion that was performed by the user after the study had started. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated.". Therefore, the issue is defined as user related. System is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #3036059 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system # 3036059 and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).